Event description:
Medtronic received information regarding a navigation system used outside a procedure. It was reported that when the system was powered on, it worked for about 10 minutes then shut down. The site would wait and turn it back on successfully; however, the cycle repeated. No patient present.

Manufacturer narrative:
The system was serviced in the field, and the issue could not be replicated. The power cable was reseated into ups. It was recommended to keep the system on for an extended period of time to assess if battery was overheating. The system was booted up for 25 mins. Battery was at 100%. Battery dissipated extremely quickly, dropped from 100% to 17% immediately. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: battery 9735773 48v s8 svc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.